Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no down button response due to corroded keypad trace. No frozen pump or button error alarm noted during testing. Insulin pump received with a minor scratch display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 150 mg/dl. The customer stated that she was about to administer a bolus, she entered her information, and once it calculated all the delivery for her, the device froze. She also mentioned that she took the battery out of the insulin pump and then received the alarm. Advised discontinuation of the insulin pump. Nothing further reported.